Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise, oversensing and high out of range pacing impedance measurements greater than 2,000 ohms. The noise was felt to be consistent with myopotentials. The patient was not pacemaker dependent. Boston scientific technical services (ts) discussed programming options. Available information indicates this product remains implanted and in service. No adverse patient effects were reported.